Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection, and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-00731 / 00732). This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2011 due to infection. The femoral component and tibial bearing were removed and replaced.